Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photographs attached were reviewed, however the angle of the photo and the poor image quality can significantly affect the interpretation, no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. Through follow up it is now understood there is no allegation associated against a product malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was removal of plates put in by original dr. The patient had bimaxillary osteotomy and genioplasty back in 2020 and the plates were removed as per original dr's standard protocol (B)(4), then patient complained of movement in her bite. The original dr then replated her maxilla in 2023(y plates left and right maxilla.) The patient still felt a softness during bite so sought other referral to a new dr. The plates removed again and the maxilla was found to be unstable. The right upper canine root was exposed due to a local infection from plate vs tooth death and resulting bone loss. The left plate was broken. The screw was also found to be implanted into root of premolar. The left side was stable however. Implants removed and graft cleaned out. Maxilla replated again with 2 l plates to right maxilla and stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the hardware/explant removal was due to routine protocol, then the patient required revision surgery on (B)(6) 2023 due to instability of bite and then plate exposure and infection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h6 health effect - clinical code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.